Event description:
Patient reported "hardness and capsular contracture, baker grade unknown". Patient later reported "capsular contracture, baker grade IV". Affected side is left. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of 2022 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported later "capsular contracture baker grade iii". This record is for the left side. The device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.